Event description:
It was reported by the patient that when the remote monitor was connected into the phone lines, the home phones were interrupted. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the monitor failed incoming analysis, the monitor would not start interrogation of a device.